Event description:
It was reported that a lead integrity alert was triggered by short vv counter and non-sustained ventricular tachycardia (nsvt). A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).